Event description:
It was reported that during a procedure to add a left ventricular (lv) epicardial lead, that once the lead connected to the implantable pulse generator (ipg) the patient started having short runs of ventricular tachycardia (vt) requiring external defibrillation. The lead was repositioned and when the patient was being transferred to the bed from the operating room table the patient went into vt/ ventricular fibrillation (vf). The patient was externally defibrillated again and the patient stabilized. The lv lead was programmed off and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.